Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an infection present at all three incision sites. The physician elected to forgo antibiotic therapy as infection resolution and elected to extract the entire system. No replacement system implanted at this time and no further adverse patient effects of note.